Event description:
A medtronic rep reported that the system froze during navigation of a demo biopsy procedure. The issue persisted despite power cycling and refreshing connections. There was no pt present.

Manufacturer narrative:
No pt present during event. The returned product had a computer hardware malfunction. There was a dimm slot/ram malfunction that directly related to the reported event. A replacement part was sent to the site and the issue was resolved.